Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump might have delivered 24.9 units of insulin without it being programmed to do so. The customer's blood glucose level was 79 mg/dl. However, the customer's blood glucose levels kept decreasing and he/she went to the emergency room on (B)(6) 2014. The product was not returned. Nothing further to report.